Event description:
It was reported by the rep the device was used during an emergency laparoscopic appendectomy. It was reported the tsw35 was fired across the mesoappendix. The staple line bled at proximal and distal ends. The er320 and electrocautery were used tto stop the bleeding. There was no consequence to the pt.